Event description:
It was reported that during a prostate procedure, decreased tissue vaporization efficiency of the surgical fiber was observed at 179,961 joules of use. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fibers glass cap was found to be detached; the fiber broken distal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in cap detachment.